Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction events which are associated with undesired damage or breakage of those materials used in device construction. Patient information was not confirmed for the event.